Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion event. No further information was provided. Per report, the hospital's biomed performed internal testing and noted that the device "buttons not working during system maintenance test.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique device identifier (UDI)#, medical device serial #, device manufacture date. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an over infusion of venofer iron was not confirmed or replicated from a review of the device logs or during laboratory testing. Pump module s/n: (B)(6) (suspect): no external or internal conditions were identified during the inspection of the suspect pump module that could be associated with the issue reported in this complaint. Pcu s/n: (B)(6) (suspect): the external inspection of suspect pcu found the manufacturer seal broken. The suspect pcu was received without the a/c cable and pole clamp. The pcu was received with the battery completely depleted, so it was left charging for 20 continuous hours. No other obvious issues or anomalies were observed. All inspected parts were manufactured by bd. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. The suspect pump module (s/n: (B)(6)), suspect pcu (s/n: (B)(6)) and concomitant pump module (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 11feb2025 and time not reported. The customer reported a routine venofer infusion of iron has been primary infusion. The patient's infusion pump module was programmed with an infusion rate for one hour, but it finished in half an hour. At 12:06 pm the suspect pump module (s/n: (B)(6)) was attached to suspect pcu with label b, pvi = 0 ml; concomitant pump module (s/n: (B)(6)) was attached to suspect pcu with label a, pvi = 0 ml at 12:08 pm the suspect pump module (s/n: (B)(6)) was programmed a primary infusion venofer of iron. Drug amount= 200 mg, diluent volume = 120 ml; dose = 200 mg/kg/h and concentration = 1.6667 mg/ml with rate = 240 ml/h; volume to be infuse (vtbi) = 240 ml; infusion lasted thirty (30) minutes and 113.324 ml was recorded as being infused. At 12:37 pm the suspect pump module (s/n: (B)(6)) registered an alarm, air in line with pvi = 113.324 ml at 12:44 pm the suspect pump module (s/n: (B)(6)) was reprogrammed the primary infusion. Rate =240 ml/h, vtbi = 126.676 ml; infusion lasted one (1) minute, 0.081 ml. Pump module registers an alarm, air in line and the infusion standby with pvi = 113.405 ml at 1:11 pm the suspect pump module (s/n: (B)(6)) was removed from the suspect pcu with tvi = 113.405 ml and concomitant pump module (s/n: (B)(6)) removed from the suspect pcu with tvi = 0 ml; then the system power off. Bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). The device was disassembled for this investigation. Please replace bezel assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pcu s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please replace a/c cable and pole clamp. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n (B)(6) (w/o: (B)(4)) please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of venofer iron was not determined. A thorough laboratory testing and review of the device logs did not confirm any issues that would explain the reported over infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion event. No further information was provided. Per report, the hospital's biomed performed internal testing and noted that the device "buttons not working during system maintenance test. Bd learned through follow up that a routine venofer infusion of iron had over infused where it was programmed to go over an hour but after 30 minutes the infusion completed. There was patient involvement but no harm.